Manufacturer narrative:
D5,6; h2,3,4,6; g4: added additional info. Device returned with no lot identification. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: b/a washer present/condition, not returned; damaged guide face, no; damaged knife, no; damaged other, adjusting knob; damaged staple pockets, no; missing parts, anvil and staples present/location, all present. Functional tests & results: indicator response, good and safety release, good. Analysis conclusion: based on the info received and the visual results, it was concluded that the adjusting knob had been over-extended beyond the design limits of the instrument. This is evidenced by the condition of the returned instrument. If the adjusting knob is extended beyond the stop, it will cause the knob to pop out of place. As stated in the packaging insert, the adjusting knob should be dialed open until a stop is felt and the orange tying area is visible. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported during a sigmoid resection the second assistant attempted to advance the trocar on the ecs33 which was inserted transanally into the pt. Instead of advancing trocar, the adjustment knob came out of the handle housing exposing the worm gear inside of the handle. The instrument was removed, a new instrument opened and the procedure completed without incident. There was no pt consequence.